Manufacturer narrative:
Concomitant medical products: dtba2d1, implanted: (B)(6) 2014; 4194 lead, implanted: (B)(6) 2010.

Event description:
It was reported that an impedance warning was triggered for the right ventricular (rv) lead exhibiting high superior vena cava (svc) coil impedence. It was noted there was also high rv coil impedance and both the rv and svc coil showed impedance spikes. A lead fracture was confirmed and the rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.